Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2023, a 25mm amplatzer cribriform occluder was chosen for implant with a 9f amplatzer talisman delivery system. During the procedure, while positioning of the device on the septum, the prosthesis appeared rounded on both the right and left discs. They tried to reduce the deformity of the prosthesis by maneuvers but it didn't work. The device was recaptured and evaluated outside of the patient, but the device was not able to return to its normal configuration. The deformed device was never released from the delivery cable while inside the patient. It was reported that the device interacted with the atrial septum during deployment. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A decision was made to replace the device with a second 25mm amplatzer cribriform occluder for implant but it showed the same defect as first occluder. Then the second device was replaced with a 25-18mm amplatzer talisman pfo occluder using 9f amplatzer talisman delivery system and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay, and no patient consequences were reported. The patient was discharged.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, two photos were received from the field and the photos appeared to show the device deformity. However, it could not be confirmed as there was no device deformity during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that the device interacted with the atrial septum during deployment, there was no angulation or kink in the delivery system upon deployment, and an 9f size delivery system was used. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.